Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged peri-operative joint infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
There was a revision of an eleos distal femur replacement in an 57-year-old male patient due to alleged periprosthetic joint infection.